Manufacturer narrative:
The ventilator was investigated on site and the turbine module was replaced and returned for further investigation. Simulated use testing of the received turbine module has been able to reproduce the described customer issue. An evaluation of the received device logs could confirm the event. A defect turbine in the turbine module caused the unit to trigger a technical error indicating timing issues with the turbine. During testing the turbine also caused the unit to fail the pre-use check (puc). A defective turbine module may lead to a stop of air supply during ventilation. When this error occur, the device will automatically switch to 100% o2 supply. If no o2 is available, the issue will lead to stop of ventilation. The conclusion in this matter is that the reported issue was caused by a faulty turbine in the turbine module. The root cause of the turbine failure has not been determined by this investigation.

Event description:
Manufacturer's ref - (B)(4).

Event description:
It was reported that the ventilator generated a technical error indicating a turbine module failure. There was no patient harm. Manufacturer's ref. #:(B)(4).